Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a single patient sample while using the vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Historical qc data was not provided for evaluation and therefore unexpected reagent performance cannot be entirely ruled out as contributing to the higher than expected vitros trop I result. Inappropriate pre-analytical sample handling could not be entirely ruled out as contributing to the higher than expected vitros trop I result as the customer was not following the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There was no evidence to suggest an instrument malfunction, however performance testing of the vitros eci immunodiagnostic system was not undertaken in accordance with ortho guidelines and therefore unexpected instrument performance cannot be entirely ruled out as contributing to the higher than expected vitros trop I result.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a single patient sample processed on a vitros eci immunodiagnostic system using vitros tropi es reagent lot 2110. Vitros tropi es= 8.06 ng/ml versus expected <0.018 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros trop I result from sample 1 was reported from the laboratory and the patient was admitted to the intensive care unit (ICU) for evaluation. A clinician questioned the higher than expected vitros trop I result and a corrected report was issued following repeat testing. There is no allegation of patient harm as a result of these events. (B)(4).